Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr replaced the batteries. The unit operated to the manufacturer's specifications. Per the data log analysis, on (B)(6) 2020, a perfusion screen was exited and there was no indication of the two year battery notification. Another perfusion screen was opened on (B)(6) 2020 and when the perfusion screen was exited, the user was notified that the battery life had exceeded. The data log analysis confirms the reported complaint. There was a date change in the log made by the user while in the perfusion screen. The date changed from (B)(6) 2019 to (B)(6) 2020. It appears that the date was set incorrectly for some time and the user corrected it. When the date was corrected, it would have caused the battery life expected message to appear one year earlier then expected. There is no indication in the data log analysis that the central control monitor (ccm) changed the date unexpectedly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the heart lung machine (hlm) displayed 'batteries exceed 2 year replacement' message, which was earlier than expected. There was no patient involvement.